Event description:
It was reported that suture placement in the right common femoral vein was attempted with a prostyle device using the pre-close technique via an 8f sheath hole prior to a mitraclip interventional procedure. Reportedly, the black sheath became stuck during initial insertion. However, the physician still decided to continue with the procedure and was able to deploy the suture without issue. As the device was stuck it was unable to be removed even after step 4 was performed, therefore an attempt to remove the device with forceps was attempted but unsuccessful and during this attempt the sheath broke in two pieces. It was decided to go up and over in the left femoral vein and snare the broken pieces and device out. Pre-close was abandoned and the procedure was completed. The sheath was not upsized. Hemostasis was achieved via surgical suturing. Once the device was removed, it was verified via imaging that a small piece of the black sheath was left in the body and had migrated to the right ventricle; however, upon a second viewing, the small piece was no longer visible and was assumed to have migrated again to an unknown location. Patient is fine and no other issues were noted. There was no reported adverse patient sequela. There was a reported clinically significant delay in the procedure. No additional information was provided. User facility medwatch [2300530000-2023-8014] received: [patient was having a mitraclip procedure performed. Structural heart fellow was pre-closing the right femoral vein (rfv) with a perclose while attending was observing in the control room. Perclose got stuck in the leg, attending scrubbed in to assess the situation and vascular surgery was called to come down and help retrieve the stuck device. However, when the device was removed the flexible segment of the closure device was retained in the body. The structural heart doctor had to gain access in the left femoral vein (lfv) to snare the piece out which he was successful in doing so. When inspecting the device (in two pieces) outside of the body compared to a brand new perclose, it was noted that a small plastic piece of the device was missing. The piece was at first visualized floating around in the right atrium via ransesophageal echocardiogram (tee). After a few minutes while using tee again it was no longer visible and was presumed by the doctor to be in an arterial pulmonary branch. It is unknown if this whole incident was mechanical failure or user error.] Additional information provided by the user facility medwatch also states the following: there was a greater than normal resistance when advancing the device due to severe tortuosity.

Manufacturer narrative:
H6 - medical device problem code: use after damage. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment: user facility medwatch #2300530000-2023-8014.

Manufacturer narrative:
Analysis was performed on the returned device. The reported guide separation was confirmed based on the returned device condition. The reported difficulty advancing the device and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly, the black sheath became stuck during initial insertion. However, the physician still decided to continue with the procedure and deployed the device. It should be noted that the prostyle instructions for use (IFU), states: do not advance or withdraw the perclose prostyle smcr device against resistance until the cause of the resistance has been determined. Excessive force used to advance or torque the prostyle device should be avoided as it may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, the reported greater than normal resistance when advancing the device due to severe tortuosity likely contributed to the reported guide separation. Separation of the guide would compromise the foot functionality which subsequently contributed to device entrapment. Additionally, separation of the guide will compromise needle trajectory thus contributing the observed needle to cuff miss such that the foot pockets/ cuffs would no longer be with in the path of the needles. The reported difficulties appear to be related to advancement of the device against the reported greater than normal resistance when advancing the device due to severe tortuosity such that it likely contributed to the reported guide separation. Separation of the guide would compromise the foot functionality which subsequently contributed to device entrapment. The subsequent foreign body left in the patient and treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.